Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the doctor was using the device for bleeding tissues. After firing several clips out of the device, he noticed that the clips did not hold. The clips were released and did not hold the tissue at all. A competitor¿s device was used to complete the procedure. There was a delay of five minutes.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was bleeding controlled during case by using competitor device? Yes. If not, how was bleeding controlled? Please see answer above how much bleeding occurred (please quantify amount)? Not known, device was replaced quickly after seeing difficulties. Was there any change to procedure or post-op patient care? No.